Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failures were identified for the reported issues; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had to apply force to the wake button for the pump to turn on. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 399 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.